Event description:
It is reported that the pt is experiencing pain and tibial loosening.

Manufacturer narrative:
The info provided on this form was previously submitted under mfg report number # 1822565-2012-02347. This report will be amended when our investigation is complete.